Manufacturer narrative:
Correction to section h6 evaluation code method, result, conclusion h3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, this ht70 ventilator continued to alarm, the screen blacked out and the ventilation stopped. The "malfunction" light-emitting diode (led) and the alarm light (handle led) did not light up and that only the indicator led was illuminated. It was reported that third party service provider tokibo (tkb) performed the repair. One ht70 control printed circuit board assembly (pcba) was returned to medtronic for further analysis. The pcba was attached to the failure investigation (f.I) test ventilator and when powered on the display was blank and the buzzer toned continuously. This failure was replicated multiple times with the same result. Troubleshooting isolated failure inductor l13. This component is connected to the 5 v line, which powers the most of the gpio (general purpose input output) circuit and the inverter board (controls the displays backlight). Disruption of the 5 v line would cause the display to go blank. Component failure of l13 during use would result in a loss of ventilation for the unit. With faulty inductor l13 on control pcba its likely the led's would not illuminate as per reported event the cause of the event was determined to the faulty inductor l13 on the control pcba. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the service engineer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2020, while in use on a patient, this ht70 ventilator continued to alarm at 2:00 a.m., the screen blacked out and the ventilation stopped. The "malfunction" light-emitting diode (led) and the alarm light (handle led) did not light up and that only the indicator led was illuminated. Additionally, "since it was midnight, ventilator operations were not performed before ventilation stopped". The caregiver contacted the distributor and it was reported that at 02:20, the ventilator was replaced. There was no reported patient harm.

Manufacturer narrative:
Additional information: section d8 serviced by third party additional code added to section h6 patient codes. Additional information h3 device evaluation summary: it was reported that third party service provider tokibo (tkb) will perform the repair. No repair details were provided. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.